Event description:
It was reported that the bd safetyglide¿ needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: bd safetyglide needle - large piece of metal sticking out a hub. Was detected prior to use.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1039383. D.4. Medical device expiration date: 1/31/2026. H.4. Device manufacture date: 2/8/2021. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/3/2021. H.6. Investigation: one photo and one safetyglide needle (p/n 305916) in a partially opened blisterpak from batch #1039383 was received. The sample was visually evaluated. It was observed that the needle had a piece of metal sticking out of the hub. The metal was a separate piece from the actual cannula but appeared to be the same material. The observed condition was non-conforming per product specification. Potential root cause for the incorrect needle assembly defect is associated with the needle supplier¿s manufacturing process. Further investigation performed at bd columbus site. One sample was received. It came in an opened packaging blister. Visual inspection was performed. It has double needle. No other defect or imperfection was observed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, the safety mechanism and a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced to have the double needle. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: bd safetyglide needle - large piece of metal sticking out a hub. Was detected prior to use.